Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the patient registry that a patient with a 31mm 7300tfx pericardial mitral valve underwent a redo avr after an implant duration of five (5) years, seven (7) months due to unknown reasons. The explanted device was replaced with a 31mm 7300tfx pericardial valve. The implantation data card indicated that the device explant was due to deficiency of the original device.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. No details regarding what issue warranted the intervention, or what comorbidities the patient has, were provided. Although the product was not returned and there is an allegation (per the implant data card, there was a deficiency of the device), there is no information available to suggest the allegation is related to a manufacturing non-conformance or a product failure with regard to design, reliability, or use error. Based on the information available, a definitive root cause cannot be conclusively determined.